Event description:
It was reported that the "cartridges are not fitting securely on guide track on pump." There was no reported adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.